Event description:
It was reported to the arjohuntleigh representative that a resident on the shower chair carendo has been lifted for showering, the careriser function was at first working, the patient was lifted but later during treatment of the patient, the careriser function of the device was reported to work intermittent and finally when the patient was in raised position, it stopped functioning, emergency lowering was not working. The caregivers claimed that they could not use a ceiling lift to remove the resident as she sits too high. Finally a resident was taken out of the device manually by multiple caregivers. It was reported that resident received injuries described as twisting of body parts and pain in the buttocks. Additionally it was reported that many times the resident cried of pain. The resident did not go to the emergency room and was not hospitalized. She stayed at the center.

Manufacturer narrative:
(B)(4). Upon our investigation we were able to establish that a failure of the device's careraiser function, was caused by disconnection of the cable from the electric supply to the motor. The care raiser provides a function which makes undressing and changing of incontinence pads of the resident easier for caregiver. The device was directly involved with the incident reported to competent authorities. The device with the above mentioned issue was found to not meet its specification. When reviewing similar reportable complaints we haven't found any other case with similar fault description. We have been able to establish that this currently can be seen as a single, isolated event concerning the failure of careraiser function caused by what appears to have been a wire that came loose. Please note that arjohuntleigh has manufactured (B)(4) carendo devices to date. With the amount of sold devices and with comparison to the daily use of them the complaint rate with this failure mode is considered to be very low and acceptable. This device was manufactured and tested on 10/20/2014. This device passed the quality control step of the manufacturing which includes checking all electrical function of the chair (also careriser function), that means documented proof exists that when the device has left the production it was in full working order. On the other hand the device was only 4 months old when this malfunction happened. The incident shows that careriser function was at first working, the patient was lifted but later during treatment of the patient, the careriser function of the device was reported to work intermittent and finally when the patient was in raised position, it stopped functioning. The patient was taken out of the device manually by multiple caregivers. Our review shows that there is a low likeliness of risk for the patient when the actuator becomes stuck, it is considered that only with a combination of user error and caregivers technique in taking the patient off the device, there could be a risk. The technician who was visiting the site after the incident, has found that the cable connection was disconnected and reviewing the age of the device it becomes clear that a possible cause for the malfunction would be that during assembly the cable was not sufficiently plugged in the cable was not plugged in correctly. Even although this is not considered a certainty, awareness on the production floor of this issue was performed, to remind all operators to follow every step in the work instructions with special attention to the correct cable connections. The described malfunction directly contributed to the reportable event. Even although the root cause may be related with the manufacturer, if the facility would have followed every step in the instruction for use, malfunction of the device would be noticed prior to use and the event could have been avoided.